Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for novel system implant. During the procedure, it was found that the patient's atrial lead failed to be fixed into the cardiac tissue and could not be implanted. An alternate lead was used to complete the procedure on (B)(6) 2021. The patient was recovering.